Manufacturer narrative:
(B)(4). According to received information, the reported pre-use checks tests failures were caused by a faulty air gas module. The replaced air gas module which regulates the inspiratory air gas flow to the patient, has been discarded by the customer and was not available for further investigation. The reported problem was confirmed in the evaluation of the received device logs. Earlier investigations of air gas modules from the same hospital with the same type of failure, showed that the cause for the failure was a broken, and corroded, delta pressure transducer on a printed-circuit board (pcb) inside the air gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation, which will lead to failures during the pre-use checks tests and activation of alarms during active ventilation. Sem-edx analysis (scanning electron microscopy with x-ray microanalysis) was performed on four delta pressure transducers from this hospital, and it showed that the corrosion was caused by chlorine contamination. Our conclusion is therefore, that the cause for the air gas modules' failure, in this case also, is chlorine contamination that has affected the delta pressure transducer. The chlorine might have entered via the hospitals supplied air into the ventilator. According to the user´s manual, chlorine must not be detectable in the supplied gases to the ventilator. According to received information, the hospital has taken measures to avoid future problems.

Event description:
(B)(4). The record is being created as requested per the FDA correspondence that requires a supplemental report be filed electronically. It was reported that the ventilator failed several sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).